Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer's blood glucose was 183 mg/dl. The customer stated that she was going to bolus, and when she tried to program the carbohydrates value, the insulin pump started cycling. After the keypad anomaly, she took the battery out, and the insulin pump alarmed failed battery test. When she put a new battery into the device, she received the button error alarm. Upon troubleshooting for the failed battery test, the failed battery test alarm did not recur. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to moisture damage on electronic assembly. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump had moisture damage was found on motor assembly. The insulin pump was unable to verify for failed battery test alarm due to no button response. The insulin pump was received with minor scratches on display window, cracked display window at bottom left and right corners, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.